Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were recommended for replacement to resolve the issue.

Manufacturer narrative:
(B)(4). Legal manufacturer: hcs madison - (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the error message "no expiratory flow sensor" was displayed on screen preventing mechanical ventilation. There was no report of patient involvement.